Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not alarm when they get a low reservoir. The customer's blood glucose level was 215 mg/dl. Troubleshooting was performed. The insulin pump was set to beep. The customer stated they were having trouble hearing the beeps. The insulin pump beeped during the self-test. They also performed a displacement test and a high-pressure test. However, it was noted that the sound on the alarm was not loud enough.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No audio beep anomaly or vibration anomaly noted. The audio beep functioned properly. The insulin pump alarmed properly during low reservoir noted. No low reservoir alarm anomaly noted. The insulin pump had cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.